Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary record for alleged cartridge leaking: it was reported that the cartridge was leaking insulin or insulin was observed on or around the pump. Issue was resolved by loading a new cartridge or continuing to use the same cartridge. There was no adverse effect.